Event description:
During a literature review the following information was presented: a patient treated for acl reconstruction with bptb graft. Patient developed a deep infection that healed after arthroscopic irrigation and antibiotic treatment. Cause of infection was not stated.

Manufacturer narrative:
(B)(4).